Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the risk/benefit analysis (tr-1002-149 ver. F), these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant.

Event description:
During cardiomems implant procedure the patient experienced hemoptysis. The event resolved without any intervention. A CT scan confirmed a perforation in the left lower lobe of the left lung. The physician reports the cause of the hemoptysis to be the non-abbott guidewire. The patient was kept overnight for observation and discharged the following day.